Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up check, the implantable pacing lead (ipl), exhibited high thresholds, and high impedance. Ipl apparent fracture and exit block noted. It was also noted during the device follow up check, that an alert had triggered for lead impedance on the day of implant however, the lead remained in use. Subsequently, the ipl was abandoned, and remains in the patient. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.